Event description:
It was reported that the patient experienced an inappropriate shock due to oversensing from a dislodgement of the right ventricular (rv) lead. The physician will consider lead revision on the next follow up. The patient was stable with no additional consequences.